Manufacturer narrative:
This ipg serial number is included in field advisories. Recall: 1627487-12192011-003-r and 1627487-07262012-002-r. (B)(4).

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg could no longer communicate with the external devices due to it being inoperable. The patient lost stimulation. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the ipg was explanted and replaced on (B)(6) 2016. The issue was resolved.